Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failed on drawer 4.1 with error. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that multiple cubies had failed. The field service engineer (fse) replaced the retractor band on main drawer 4.1. All pockets were removed, and debris and foil were cleaned from within the cubie tray liners. The row board cables were unseated and reseated. Pockets c1 and c2 showed corrosion on the spring coils for the lids. The customer unloaded the faulty pockets and inventoried main drawer 4.1. Preventative maintenance was performed, and all drawers were tested using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failed on drawer 4.1 with error. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.